Event description:
It was reported that during a placement of a stent graft in a left forearm av graft, on a dialysis patient, the marker band came off of the catheter. The physician was placing two stent grafts to cover a pseudoaneurysm. The first stent graft was deployed without difficulty going sheathless over a 260 bensten guide wire. The second stent graft also deployed without difficulty, but as the catheter was being removed. It caught on one of the grafts and the marker band separated from the catheter. The marker band was still on the guide wire when the deployment catheter was removed. The physician went in with a sheath first, then removed the sheath and went in with a fogarty balloon. The balloon was passed over the guide wire and beyond the marker band. It was inflated and pulled back to pull the marker band back. It was reported that the patient did lose a liter of blood due to the 8f size hole that was open with only the wire in place, while the doctor attempted to retrieve the marker band. Patient is doing fine at this time.

Manufacturer narrative:
The complaint is inconclusive. The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.